Event description:
Event description cpi received information that this unipolar lead was removed from service. During a replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found low impedance and high threshold measurements on a sensing lead. The physician elected to replace the entire lead system with an endotak lead. The patient has two leads of this model, serial 051612 and 051613, cpi is unable to determine which serial has the problem, therefore will report on this serial 051612.